Manufacturer narrative:
Patient age at the time of event unknown/ not provided.

Event description:
It was reported that during the implant placement the mount screw fractured (fnt411) inside the implant and could not be removed. It was also reported that another implant was placed on the same surgery.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One full osseotite tapered implant (fnt411) with associated mount was returned for inspection. A visual inspection of the as received device confirmed that the mount screw fractured into the implant. The alleged complaint is confirmed. The screw fractured at the beginning of the screw threads and the thread potion remains inside the implant.a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instsm rev. G (12/17) ¿ biomet 3i surgical manual. The surgical manual identified the proper procedure for installing an external hex implant with a pre-supplied mount. These instructions include the removal procedure and handling directions. A singular cause cannot be determined. The following sections have been updated: UDI number: (B)(4).